Manufacturer narrative:
B3 date of event is an approximate date as the actual event date is not known.

Event description:
It was reported that implant movement/shift and device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient underwent a successful closure device implant with complete occlusion of the laa and no peri-device leak noted at the time of implant. During the routine 45-day follow-up transesophageal echocardiography (tee), a closure device shift was identified with a 4mm peri-device leak. The patient subsequently returned for a leak closure procedure, during which the leak was successfully plugged, resulting in complete seal with no residual flow. There were no patient complications.